Event description:
It was reported that the pt experienced a "short" in the implantable neurostimulator system. The stimulator used to cover the area from the pt's midsection to the toes. At this time, the stimulation did not cover a part of the leg and the lower back. The issue began in (B)(6) 2011, and the device had been turned off since that time. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).